Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported episodes of multiple ventricular noise episodes resulting in inappropriate shocks and antitachycardia pacing, and aborted shocks were observed on the lead. The patient is non-pacemaker dependent. The patient presented to the emergency room after receiving a shock. Programming change was made. The patient was stable.